Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: complaint sample not received for investigation. Retain sample analysis: five retain samples of needle mrn 0001500080 were retrieved for analysis. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain needle samples were visually inspected and tested for description test and shape test and found to be meeting the specification requirement. No defects were observed in the retain sample. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at the time of release and found to meet the specification. As the complaint is related to performance -breakage needle stiffness and ductility test is applicable and measurable parameter. Stiffness and ductility in process test reports of needle manufacturing were reviewed for the supplier lot and found to be meeting the specification requirements.

Event description:
It was reported that the patient underwent an abdominal closure on (B)(6) 2021 and the suture was used. During use, the needle of 16 mm size was used and broke. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch manufacturing records was reviewed for any process deviation but no deviation was observed. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes what was the size of the needle used? 16mm what is current condition of the patient? Not impacted where was the needle piece found; in what structure/tissue? Na procedure date? (B)(6) 2021